Event description:
It was reported that after receiving a new implant the patient presented in the ER screaming from stimulation which was too intense. Stimulation was turned off. No patient outcome was provided. Additional information received reported that the patient presented to the ER on (B)(6) 2011 and was discharged. It was not known what was done to resolve the situation. Unable to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
Programmer: model: 37743, serial# unknown, lead: model: unknown, lot# unknown, implanted: unknown, explanted: unknown.